Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for short v-v intervals and non-sustained episodes from t-wave oversensing. The sensitivity was reprogrammed, but another alert was triggered two days later. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.